Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced bleeding at the sensor insertion site. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated the sensor insertion did not hurt at all and went straight to bed after the 2 hours warm up completed. The patient woke up in blood and continued to bleed, then was rushed to the hospital emergency room by her husband at 12:45am on (B)(6) 2017. The doctor gave the patient one stitch and had reported that the patient had lost half a pint of blood. The patient was sent home after she received the stitch. It was indicated that the bleeding lasted for 6-7 hours. The patient also indicated that they would have to return to the hospital or see their primary care doctor to have the stitch removed in 5-7 days. At the time of contact, the patient was in stable condition. No additional patient or event information is available.